Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was also reported that the patient underwent mesh revision on (B)(6) 2010 due to severed mesh caused by urinary retention and exposed mesh excised. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.